Event description:
It was reported that during a sigma resection procedure, the device would cut, but not staple. The surgeon sutured by hand to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.